Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3  left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2021 for work up of a suspected gastrointestinal (gi) bleed. The patient's hemoglobin had drifted down and they noted melena while on prednisone. This stopped after the patient stopped this therapy. The patient denied weakness or increased shortness of breath. The patient received 2 units of packed red blood cells. Esophagogastroduodenoscopy (egd) was done on (B)(6) 2021 and 2 gastric polyps were removed, one of which had stigmata of recent bleeding. Study drug and warfarin held on (B)(6) 2021, and these were resumed upon discharge on (B)(6) 2021 due to the patient's stabilization and adjusted international normalized ratio (inr) of 2-3. The patient's study enrollment was continued.